Manufacturer narrative:
(B)(4).

Event description:
It was reported the battery was depleted after about 13 months of being implanted. The battery longevity was calculated based on the patient's device settings, and the results indicated the depletion was premature. The premature depletion appeared to be due to a short circuit that was present. Impedances were <(><<)>250 ohms, but it was unclear how long the short circuit had been present. It was recommended to revise the system, but no details were provided regarding a potential revision.